Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was loose fitting in the usb port and was not charging the pump battery. Another usb cable was used to charge the battery. There was no reported impact to customer's blood glucose.